Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and inflamed. The patient reported having a severe allergy to all kinds of metals. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used lotion and was prescribed betamethasone 0.5% cream by her doctor. Follow up indicated the irritation improved. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and inflamed. The patient reported having a severe allergy to all kinds of metals. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used lotion and was prescribed betamethasone 0.5% cream by her doctor. Follow up indicated the irritation improved.